Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed the cartridge to resolve the issue.